Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, while driving to an appointment with her endocrinologist, the patient passed out in the parking garage. The patient was discovered by parking attendants who called paramedics. There were no patient symptoms prior to losing consciousness. The patient was unaware of the treatment she received from paramedics for hypoglycemia. The cgm reading was 95 mg/dl bg meter reading was 68 mg/dl at (B)(6) 2023. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.